Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure "poor" thresholds were noted on the pacing lead. When attempting to unscrew the helix it would not unscrew and pulling was required. It was noted the helix was bent and would no longer engage. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.